Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that an approximately 200-300ml left over from a 1,000ml IV normal saline (ns) bag when the infusion was completed. The clinician needed to program additional volume in order for the fluids to infuse completely. This was reported to bd representative during their site visit. There was no patient involvement.

Event description:
It was reported that an approximately 200-300ml left over from a 1,000ml IV normal saline (ns) bag when the infusion was completed. The clinician needed to program additional volume in order for the fluids to infuse completely. This was reported to bd representative during their site visit. There was no patient involvement.